Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was observed leaking from the header of the dialyzer approximately 2 hours into the patient's treatment. No dialyzer damage was visible. Blood test strips were not used as the leak was visually observed. The machine did not alarm. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device is not available for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling and material were within specification. There were no unexpected variances or adjustments identified within the process controls which could be related to the reported event.

Manufacturer narrative:
The complaint device is available for evaluation. Follow-up information was provided which revealed a problem with the way the user facility initially reported the sample return information. The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue and coagulated blood was present between both screw flanges and potting cut surfaces. Additionally, no cracks, damage, or irregularities noted to the complaint device. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to a laboratory leak test; no external leak noted during this testing. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling and material were within specification. There were no unexpected variances or adjustments identified within the process controls which could be related to the reported event. The investigation into the cause of the reported problem was not able to confirm the failure mode. No leak was observed during the laboratory external leak test. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complaint facility. Therefore, the complaint of an external leak was not able to be confirmed.

Event description:
The complaint device is available for evaluation by the manufacturer.